Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a low tidal volume alarm occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) responses, service and repair is no longer required as the customer reported an incorrect device; there were actually no faults with this device. Rather it was for a different device captured in a separate record. Therefore, this record will be cancelled as there was ultimately no allegation of a defect or malfunction related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.